Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (01/20/2014)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis (pa) respectively on 1/9/2014 and 1/15/2014 with the following findings: the meter and test strips both passed testing and functioned properly. No faults were found. The primary complaint was not confirmed. Retains was ordered and passed testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was reading inaccurately low compared to a hospital meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 she had symptoms of ¿coughing, vomiting twice and lethargic¿ in the evening. The patient reported she was unsure of when the alleged issue first began. The patient reported on (B)(6) 2013 in the morning she obtained a reading of ¿134mg/dl¿ compared to ¿500mg/dl¿ obtained on a hospital meter 30 minutes later. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=30% or <=30mg/dl when obtained within 30 minutes. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on (B)(6) 2013 at 9am she was hospitalized for diabetic ketoacidosis and was treated with insulin and fluids. At the time of troubleshooting, the cca determined the patient was using the correct testing steps and approved sample site for testing. The patient¿s test strips and test strips vial were in good condition. The cca noted that the patient¿s test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged meter reading inaccurately for several days, she was unable to control her blood glucose adequately and required treatment from a healthcare professional for a severe complication of hyperglycemia.